Event description:
The doc alleged that he is having a high # of erosion issues with a bulking maerial used to treat urinary incontinence. He further alleged that co was not aware of them because the hippa policy at the treating facility prohibits him from sending teh follow up forms back in to co. He stated his opinion that the bulking material is a great agent for one month then, because the material expands so well, it cuts off blood flow to the mucosa of the urethra and causes it to die leading to the erosion. He provided no info as to why this did not occur in every pt and has no clinical data to suport his opinion. He further alleged that after 2 weeks almost every pt is better but at four weeks, a large majority of them have pain and relapse of incontinence due to erosion. His follow up on all erosion pt is trying to remove as musch material from the eroded area as possible with a cystoscope then, allowing the tissue to heal on its own which they almost all do at 3 or 4 weeks. No further complications were reported.